Manufacturer narrative:
Upon further investigation, the following has been reported. The reported issue was found during device testing and outside of clinical use; therefore, this complaint no longer meets reportability requirements.

Manufacturer narrative:
The device was not in clinical use at the time of the event. There was no report of patient or user harm.

Event description:
It was reported to philips that the device had a touchscreen failure. The device was not in clinical use at the time of the event. There was no report of patient or user harm.